Manufacturer narrative:
He manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. According to the information received, the device has been discarded at the hospital. An email, requesting the following information, was sent to the complainant on (B)(6) 2017: ¿ any device identification(s) and control number(s) used ref # & lot # ? ¿ the name, of the surgeon. ¿ the availability of the affected product(s) (non-availability with a rationale). ¿ exact event date. ¿ implant date. ¿ explant date. ¿ surgical implantation and revision report. ¿ other reports. ¿ all available x-rays during time in- vivo with printed date. ¿ all available intraoperative pictures. ¿ patient dob, weight, height, bmi and all relevant history. ¿ did a delay in the procedure occur that was related to the event? If yes, time surgery was extended? ¿ were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). ¿ was the surgical technique for the product utilized? The only additional information received are: - the implant has been discarded. - intra op picture: not available. - x-ray: not available. - explant date: (B)(6) 2017. -no other information are available. The information is included in this report. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e allofit alloclassic shell) are marketed in USA, and therefore this report was filed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with a fitmore cup size 48 (exact catalogue number unknown) around 10 years ago (date of implant unknown) . The patient was revised due to frequent dislocation on (B)(6) 2017.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item number is available. Event summary: it was reported that the patient was implanted with a fitmore cup size 48 around 10 years ago. The patient was revised on (B)(6) 2017 due to frequent dislocation. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. As it was reported that the fitmore cup was of size 48, it can either be of ref (B)(4) (shell with fins) or ref (B)(4) (shell with screwcones). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using rmw: breakage of insert, stem neck fracture, dislocation, subluxation, abrasive wear, metallosis, osteolysis due to inappropriate design concerning range of motion leading to impingement. Not possible, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Implant breakage, aseptic loosening, failure of connection between shell and insert, abrasive wear, dislocation, subluxation due to wrong size of provisional shell selected possible, as it cannot be excluded based on the available information. It remains unknown whether the information given in surgical technique fitmore shells has been followed. Implant breakage, aseptic loosening, abrasive wear, dislocation, subluxation due to incorrect position regarding shell inclination and anteversion possible, as it cannot be excluded based on the available information. No x-rays have been available. It remains unknown whether the information given in surgical technique fitmore shells has been followed. Implant dislocation, aseptic loosening due to wrong alignment possible, as it cannot be excluded based on the available information. It remains unknown whether the information given in surgical technique fitmore shells has been followed. Implant dislocation, aseptic loosening due to wrong length selected possible, as it cannot be excluded based on the available information. It remains unknown whether the information given in surgical technique fitmore shells has been followed. Implant dislocation, aseptic loosening due to lack of adequate insertion force possible, as it cannot be excluded based on the available information. Implant breakage, aseptic loosening, failure of connection between shell and insert, abrasive wear, dislocation, subluxation due to off label use; wrong combination of components used; wrong pairing of component sizes; combination with competitor products possible, as it cannot be excluded based on the available information. Conclusion summary: it was reported that the patient was implanted with a fitmore cup size 48 around 10 years ago. The patient was revised on (B)(6) 2017 due to frequent dislocation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Additionally it remains unknown, which humeral head and acetabular liner had been implanted. As no x-rays have been available, it there is no information whether the inclination angle of the acebular cup was implanted in the range of angle as suggested in the surgical technique. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).